Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge, which did not cause the customer's blood glucose level to exceed 500 mg/dl. After following instructions to clean the pneumatic tap area and reload a new cartridge, the issue was resolved. The caller successfully loaded a new cartridge onto the pump and resumed insulin delivery, and a replacement cartridge was sent as a goodwill gesture.